Event description:
It was reported that this lead is exhibiting high out of range impedance measurements causing a lead safety switch. Further testing was performed, and noise was also observed. A lead replacement has been scheduled. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this lead is exhibiting high out of range impedance measurements causing a lead safety switch. Further testing was performed, and noise was also observed. A lead replacement has been scheduled. Further information confirmed an incomplete lead fracture. A lead revision was performed and this lead was capped and surgically abandoned. No additional adverse patient effects were reported.